Event description:
It was reported that the patient had a rash (also noted as an infection) at the site of the implantable neurostimulator (ins) due to it protruding out on their backside. It was determined that the ins was rubbing their skin while sitting which caused an external rash. On (B)(6) 2009, the ins system was repositioned. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID, 3986a60 lot# n101280 serial#, implanted: 2007 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 3986a60 lot# n099559 serial#, implanted: 2007 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6), product type extension. (B)(4).